Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va03n5q, implanted: (B)(6) 2012, product type lead.

Event description:
The patient reported a loss of therapeutic effect. Patient stated she has had 'a bad day' but it was because her implant has been turned off. Patient wanted assistance with switching between groups and making adjustments. Patient stated that the program she was on (pt started on program 3 @ 3.1v) was feeling odd--patient stated it would buzz...buzz...and then doing nothing...and then buzz....buzz...nothing. Patient services noted that physicians can program the device to be on for a given time and then off for a given time. Patient stated that the program she was on before wasn't doing this. Patient ended conversation on program 4. Pt was aware that keeping track of symptoms and their relation to her settings would be helpful for her and her doctor. Additional information reported on 2016-10-31 that she hasn't been doing anything with it. She has tried all settings and didn't help. Patient stated she has a severe case of bladder incontinence. The patient stated she wanted the device removed because doesn't work and she needs MRI. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.